Event description:
It was reported that the device had reached elective replacement indicator (eri) and was unable to be interrogated. The patient had presented to the catheterization lab with a heart rate of 46 bpm. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407458 lead, implanted (B)(6) 2005. (B)(4).